Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the stimulator was located near the skin surface with a risk for perforation which was noticed on (B)(6) 2017. As a result an unscheduled clinic or office visit took place, and the stimulator was repositioned more distally on (B)(6) 2017, resolving the issue without sequelae. The etiology indicated that the event was related to the implant procedure. No further complications are anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification that the ins was near the skin's surface. It was also noted that there was an occurrence of medical device site erosion so the device was explanted/replaced on (B)(6) 2017. The etiology as assessed by the hcp was updated to possibly related to the device/therapy and not related to the implant procedure. The endpoint adjudication committee (eac) assessed the event as related to the device/therapy and related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the etiology to note that the issue was related to the device or therapy. It was noted that since the risk of perforation occurred almost 2 years after implant there is no obvious reason for the ins being too close to the skin. The patient also didn't lose weight, with it possible that the stimulator changes position as a consequence of body movement. However, this could not be confirmed. The device was explanted and replaced on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to related to the implant procedure, not related to the device/therapy.